Event description:
The patient faced issues with two infusion sets. In this case it was reported that the patient faced and smelled the insulin coming out of the insertion site just after the insertion of the new infusion set event on (B)(6) 2026.

Manufacturer narrative:
(B)(4).E1: Patient city: (B)(6)Patient Country: NetherlandsName- Medtronic Minimed(B)(6)Based on the available information, this event is deemed to be a Reportable malfunction To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number(B)(4).